Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was fractured. If the pod pc is advanced at an extreme angle during use, damage such as a kink on the pusher assembly may occur. Further manipulation of the kinked pusher assembly may have worsened to a fracture. If the pusher assembly becomes fractured, the embolization coil will likely detach. The fractured pusher assembly likely contributed to the embolization coil detachment during the procedure. The detached embolization coil was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coil (pod pcs) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc out from the introducer sheath and into the microcatheter, the physician noticed the proximal end of the pusher assembly was bent. Therefore, the physician decided to remove the pod pc. However, while removing the coil, the pusher assembly of the pod pc broke and a portion of the pusher assembly with the inner filament wire came out. Consequently, the pod pc had unintentionally detached inside the microcatheter. Therefore, the physician injected saline to push the detached pod pc out of the microcatheter and into the vessel. The procedure was completed using an additional pod pc and the same microcatheter. There was no report of an adverse effect to the patient.